Manufacturer narrative:
The investigation of stroke/cva has been completed. Stroke/cva: the product was returned for investigation and a small kink was observed on the cannula. The root cause of the stroke/cva was unable to be determined due to insufficient clinical details. B2 selection was was erroneously entered on the initial manufacturer device report number 1220648-2025-30681. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-30681.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us complainant had placed a 5.5 pump for the patient admitted in with cgs and cardiomyopathy. The pump had supported for over 22 days the pump was explanted and stroke occurred simultaneously upon explant. The documentation from field rep notes the cerebral vascular accident to be hemorrhagic. Patient survived the procedure.